Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit due to an elevated blood glucose (bg) level, customer could not remember specific value; cause was not known. The customer delivered a bolus via the pump prior to going to the ER to address bg, and was treated with intravenous fluids of saline and insulin while in the ICU. Customer was released from the ICU on (B)(6) 2023 with the issue resolved and no permanent damage. Customer alleged the control iq software did not function as intended, however upon review it was found that the customer had not started an active cgm session and the control iq feature was working as intended.